Event description:
It was reported that the patient is unable to fully inflate his inflatable penile prosthesis (ipp). Pump cycles but cylinders do not completely fill and stay filled. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.